Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient was ¿infected with transfer set¿ after use at home. Subsequently the patient was diagnosed with peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the event. On an unknown date, the transfer set was changed. Treatment for the event was not reported. The patient was discharged 31 days after hospital admission. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.